Event description:
It was reported that the patient presented to the emergency room for alert tones. The right ventricular (rv) lead had fractured and was oversensing, had high impedance, noise and triggered the lead integrity alert. The right atrial (ra) lead also showed noise on the electrocardiogram. The rv lead was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) partial lead was returned in segments and analysis revealed that the distal conductor was fractured. It was also noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was an exposed defibrillation coil with white substance, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), and there was blood in/on the helix/lobe mechanism. Performance data collected from the device and have analyzed the data. Std review - lead integrity alert triggered 1 - patient alert for lead failure predictor on (B)(6) 2011 09:00:11. Impedance - high resistance/impedance 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 09:00:10. Daily pacing trend data shows an abrupt increase for ventricular pace bi impedance= 418 to 4047 ohms peak between (B)(6) 2011. Sensing - oversensing 15 - ventricular nst <=190 ms on (B)(6) 2011 in the timeframe between 10:18:15 and 10:58:58. Sensing - interference/noise ventricular short interval count v-sic=32.9 counts avg/day, in 4.38 days, between (B)(6) 2011 01:59:49 and (B)(6) 2011 11:11:13.

Event description:
It was reported that the patient presented to the emergency room for alert tones. The right ventricular (rv) lead had fractured and was oversensing, had high impedance, noise and triggered the lead integrity alert. The right atrial (ra) lead also showed noise on the electrocardiogram. The rv lead was explanted and replaced. The ra lead remains in use. It was further reported that the rv lead impedance was erratic. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) partial lead was returned in segments and analysis revealed that the distal conductor was fractured. It was also noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was an exposed defibrillation coil with white substance, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), and there was blood in/on the helix/lobe mechanism. Performance data collected from the device and have analyzed the data. Std review - lead integrity alert triggered 1 - patient alert for lead failure predictor on (B)(4) 2011 09:00:11. Impedance - high resistance/impedance 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2011 09:00:10. Daily pacing trend data shows an abrupt increase for ventricular pace bi impedance= 418 to 4047 ohms peak between (B)(4) 2011 and (B)(4) 2011. Sensing - oversensing 15 - ventricular nst <=190 ms on (B)(4) 2011 in the timeframe between 10:18:15 and 10:58:58. Sensing - interference/noise ventricular short interval count v-sic=32.9 counts avg/day, in 4.38 days, between (B)(4) 2011 01:59:49 and (B)(4) 2011 11:11:13.